Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure.

Event description:
Endotracheal tube balloon does not inflate/stay inflated, patient had to be re-intubated because the balloon wouldn't stay inflated.